Event description:
It was reported that noise had been observed through merlin.net on the atrial lead. No patient symptoms were reported and the patient was not device dependent. The noise could not be reproduced through isometric testing. No changes were made and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.